Event description:
The customer was hospitalized after first visiting the emergency room due to a diabetes-related issue, specifically related to low blood glucose levels; cause was unknown. Customer's blood glucose level was 47 mg/dl. Fortunately, the event did not cause any injury, and the customer resolved the issue by consuming carbohydrates and receiving intravenous fluids and insulin. The treatment successfully resolved the matter, and the customer was released the same day. Technical support confirmed that the pump was functioning as intended and identified no issues with the pump, infusion set, or insulin.